Event description:
The customer was hospitalized for low bgs. It was informed that the customer was unable to wake up from sleep. The basal rates were too high in the morning. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Suggested that the customer call their dr to discuss possible causes of low bgs.